Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the device was not used because the syringe plunger was leaking." Additional information states that this occurred "prior to use on a patient during inspection/functional testing".

Manufacturer narrative:
Qn# (B)(4). The customer reported the lor syringe leaked. The customer returned one opened kit. The 10ml plastic lor syringe was removed and visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. A dimensional inspection was not required as a part of this complaint investigation. Functional testing was performed on the returned syringe using the lab leak tester. Water was aspirated into the syringe to the 10ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The plunger was rotated 45deg and the syringe was once again tested at 10psi for 10 seconds and no leaks were detected. This was performed by rotating the plunger 45deg until the plunger had rotated a full 360deg with no leaks detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds with the plunger being rotated 45deg until it had rotated a 360deg with no leaks being detected. The returned lor syringe was compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. The luer end of the returned syringe was capped. With the tip sealed, the lor syringe was tested for leaks by pushing the plunger into the barrel. This was performed at 8ml, 5ml, and 2ml by pushing the plunger and rotating 45deg until the plunger had rotated a full 360deg. No leaks or slippage of the plunger occurred. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. This was also performed with a lab inventory syringe with the same results. This indicates the plunger seal was creating a vacuum with no issues. Additional testing was not required as a part of this complaint investigation. A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The returned lor syringe passed functional testing, including a leak test. Also, the returned lor syringe when compared to a lab inventory syringe had comparable resistance when sliding the plunger into the barrel of the syringe. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample. No further action is required at this time.

Event description:
It was reported that "the device was not used because the syringe plunger was leaking." Additional information states that this occurred "prior to use on a patient during inspection/functional testing."

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the device was not used because the syringe plunger was leaking." Additional information states that this occurred "prior to use on a patient during inspection/functional testing".